Manufacturer narrative:
Samples received: 5 unopened pouches. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed in the market (B)(4) units of this batch. There are no units in stock. Received five closed samples. Checked the needle tips of the samples received and are the usual and current ones. The needles of the samples received were tested for needle puncture strength test. Needle puncture strength test is used to determine the puncture strength of the needles. Each needle is tested with 10 punctures. The average penetration result is 0.491n. This result is slightly higher than the specification of penetration for these needles (0.480n). The complained needles have worse penetration performance. The steel of the needle raw material was changed to a different steel type for a more suitable performance of the needle. This is probably the difference found by the customer between both batches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the requirements. Actions on distributed product of this reference/batch: replace this code/batch to the end customer. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that during surgery it was difficult for the needle to penetrate through the skin. The needle appeared to look different.